Manufacturer narrative:
Concomitant medical product: dtma1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to rising/high pacing impedance on the right ventricular (rv) lead. The thresholds were also noted to be high. The lead remains in use. No patient complications have been reported as a result of this event.